Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. At 13mm from the strain relief there was a kink in the hypotube. There was both contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath and prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 14mm from the tip of the device there was a pinhole in the balloon. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.